Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported that the etco2 connector was broken. There was no patient involvement.